Event description:
Customer reported that the insulin pump alarmed for threshold suspend with a sensor reading of 60 mg/dl when the blood glucose reading was 140 mg/dl. He reported that the alarms would go off in the night and it would sometimes be two hours before he noticed them. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.